Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was experiencing high impedance in the 1500 ohm range for the past year. Device was programmed vv ir and patient was in atrial fibrilation. The physician is dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)